Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before use of bd vacutainer® sst¿ ii advance plus blood collection tubes 100 tubes were missing separator gel. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 66 samples for investigation. Evaluation of the returned samples indicated that 66 out of 66 tubes had missing gel. Additionally, 100 retention samples from bd inventory were visually inspected and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing gel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before use of bd vacutainer® sst¿ ii advance plus blood collection tubes 100 tubes were missing separator gel. There was no health impact or consequences reported.